Event description:
It was reported that there was a hole in the pneumatic hose of the drill. The hole was discovered after a procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.